Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a full pump reset but screen remained unresponsive, so technical support arranged replacement pump, confirmed shipping details, instructed customer to use multiple daily injections as backup insulin therapy, and guided customer to place pump in storage mode, reconnect continuous glucose monitor, reprogram pump settings, and return problematic pump using prepaid label.